Manufacturer narrative:
(B)(4). The investigation shows that the field service engineer (fse) troubleshoot the system and found that the powersupply of the ii/tv chain was bad. He replaced the "(B)(4) - psu replacement kit", which solved the problem.

Event description:
The customer reported that after a collision, which was resolved, the fluoroscopy did not work. The device was restarted, this produced the desired result. Later in the middle of the examination, the device failed without an error message.